Manufacturer narrative:
Investigation included technical support review and user guidance. Investigation of this case revealed that the sensor was already in use on the pump during the warmup period, which prevented pairing to the mobile app as designed. It was concluded that the device and system behaved as intended, and user education resolved the issue.

Event description:
It was reported that the user experienced a pairing failure when attempting to connect a new freestyle libre 3 plus sensor to the ilet mobile app, while the sensor was already in warmup on the ilet pump, and user education on sensor warmup and pairing behavior was provided. Symptoms included no adverse health effects. Outcomes included no impact to health and completion of normal sensor warmup on the pump.